Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported right side unit was expired at the time of implantation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side unit was expired at the time of implantation. Healthcare professional later reported right side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, a6, b5, d6b, e1, g1, h6.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Use error: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side unit was expired at the time of implantation. Device has been explanted and replaced.